Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) reseated the drawer cables on each drawer and asked the pharmacy technician to inventory several different medications in each full height drawer to check for any failures. The fse also performed testing in the hardware test application to determine whether the drawers would fail during operation. The fse confirmed that no failures occurred during testing and that no repair was necessary. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.